Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin delivery issue and high blood glucose. The customer's blood glucose was 400mg/dl at the time of incident. Trouble shooting was performed and found no delivery alarm and customer currently on her third set change. Customer reports event was resolved by changing complete set (inf and res). Customer decline trouble shooting for the high blood glucose and stated the blood glucose is coming down. The insulin pump will not be returned for analysis.